Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be interrogated after the patient was shocked, however, the device was found to be in safety mode. It was noted that a magnet was placed on the device to inhibit shock therapy. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be interrogated after the patient was shocked, however, the device was found to be in safety mode. It was noted that a magnet was placed on the device to inhibit shock therapy. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.